Event description:
It was further reported that the rv lead had exhibited far field oversensing of p waves, the atrio ventricular conduction time was s lightly over two hundred milli seconds. Short v-v had been incrementing and r-waves had decreased significantly. On high rate events the cross chamber was evident and once can see during the likely atrial fibrillation (af) episode that the short v-v were getting I ncremented. Capture management tests hadn't run since likely due to oversensing.

Event description:
It was reported that post implant the right ventricular (rv) lead became micro-dislodged and exhibited non physiologic oversensing on electrograms (egm). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.